Manufacturer narrative:
An event of central regurgitation, device malposition, and aortic regurgitation was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications, including specification for radial force. Information from the field indicated that the valve appears to be correctly sized based on the provided annular dimensions, the native valve was heavily calcified, and the final implant depth of ~9-10 mm (deeper than the recommended 3mm) was considered low. It was also noted that the aortic regurgitation completely resolved after a non-abbott valve was implanted in the valve. The provided images were reviewed by an abbott senior design/product development engineer. Based on the available information, the root cause of the reported event could not be conclusively determined. It is possible that the implant depth chosen and/or patient condition (heavily calcified valve) contributed to this event. However, this cannot be confirmed. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2024, a 27mm navitor valve was chosen for implant using a large flexnav delivery system. The annuals area was 437.4mm2 and perimeter was 75.7 mm. The native valve was heavily calcified and the navitor valve was implanted using a refined navitor implant technique. The final implant position was +9/10mm and there was moderate paravalvular leak (pvl), seems like supra-skirtal leak. The physician performed a post balloon aortic valvuloplasty, but pvl remained the same. A decision was made to implant a second valve and a new 26mm non- abbott valve was implanted. After the implant of second valve, aortic regurgitation (ar) was disappeared completely. The procedure was completed with good hemodynamics. The patient was reported stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.